Event description:
The pt stated that she experienced a "kinking" of the teflon cannula on her infusion set headset. She reported the kink to be midway in the length of the cannula. She stated that the infusion set had only been in use for a few hours before she discovered the problem. She began feeling sick (detailed symptoms not provided), so she measured her blood glucose. Her blood glucose value at that time was 400 mg/dl. She reported a normal value of 120 mg/dl. She removed the headset while investigating the higher than normal blood glucose readings. At that time, she discovered the kink in the cannula. To correct her elevated blood glucose, she changed her infusion set and delivered a bolus of insulin using her infusion device. She acknowledged having difficulty with insertion technique and removing the introducer needle. She stated that she had to "wiggle the headset a couple of times" in order to remove the introducer needle. She was educated regarding the insertion of the headset. In 2007, she reported no recurrence of the cannula problem. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set had already been discarded, thus no product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.